Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. The foreign material found has been attributed to insufficient cleaning. The customer provided the following details regarding device handling: it is unknown if customer performed cleaning, disinfecting, or sterilizing processes on the device before sending it in for repair. The customer did not know the nature of the foreign material. During pre-cleaning: unknown if precleaning was delayed or skipped. The a/w nozzle was flushed with water and air during precleaning. During manual cleaning/reprocessing: the endoscope was not presoaked in the detergent solution. Unknown if the a/w nozzle was wiped or brushed with clean, lint-free cloths, brushes, or sponges and unknown if the a/w nozzle channel was flushed with the detergent solution. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, the evaluation could not specify what the foreign material was not the root cause of the remaining foreign material since it was unknown whether reprocessing was practiced in accordance with instructions for use (IFU). The event can be detected/prevented by following the instructions for use: gif-xz1200, operation manual, chapter 3 "preparation and inspection" describes how to detect the subject event and chapter 5 "reprocessing of the endoscope (and related reprocessing accessories)" describes how to prevent the subject event. Olympus will continue to monitor field performance for this device

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted. E1/establishment name: (toranomon hospital, federation of national public employees mutual aid association); added here due to character limitation in respective field.

Event description:
It was observed that during the device inspection, the gastrointestinal videoscope nozzle had foreign objects. There were no reports of patient involvement. Additional details relating to the patient and the event have been requested, but no response has been received at this time.